Event description:
It was reported that bd bdextsets0.2mfilter was leaking the following information was received by the initial reporter with the verbatim clinician experienced: leakage of contrast media (during power injection). No exposure of hazardous drug (contrast media).

Manufacturer narrative:
No samples were received for investigation of complaint reference (B)(4) reported via post market survey; however, it was stated that they experienced leakage of contrast media from a bd standalone 0.2 micron filter. No further information was available to assist the investigation in this instance. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance there was not enough information to positively link this feedback to a specific failure mode.